Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient complained of discomfort. Removed implant which was integrated but patient felt was causing discomfort.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.1,13,mtx,mg (tsvt4b13) was returned for investigation. Visual evaluation of the as returned product identified signs of use; bone debris present on external threads. Some damage to external threads, most likely from being removed. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density (type. The reported device was located on tooth # 22 (universal) and was used for approximately 1 year, 10 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1234789). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1234789) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product (tsvt4b13). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.